Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer is using fiasp insulin. Tandem technical support informed the customer that fiasp is off label per the tandem user guide. Customer's blood glucose (bg) was 487 mg/dl with high ketones. Customer went to the emergency room (ER) for their bg and ketone level. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and their was no permanent damage. Customer was released from the ER on (B)(6) 2021.